Event description:
A pt reported experiencing inaccurate high results with a one touch profile meter. The pt's blood glucose results were 6.0 mmol versus 4.0 mmol meter to lab. Tests were done within 20 minutes with a difference of 2.0 mmol. Pt did not experience any adverse events. No further info has been reported.